Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; cs 87. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 24-jul-2018 device evaluation: the device has been returned and evaluated by product analysis on 10-jul-2018 with the following findings: a call service 69 alarm was reproduced during the investigation. The failure is defined as a language file corruption while retrieving the language text. The failure was written as a call service 87 failure in the pump's black box. The error is resident to a flash chip in the pump. Unrelated to the initial allegation, the display screen was dim and discolored. The battery compartment was found to be cracked. The cartridge compartment was damaged at the threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.